Event description:
This patient was undergoing a surgical procedure and an extra pack of vistec x-ray detectable sponges was needed in the middle of the case. An extra pack was opened and counted. Upon the final count, it was noticed that a piece of debris was folded in one of the sponges.